Event description:
I did the essure procedure two years ago. I have gained 30 pounds, have very painful periods, lots of clots and bleeding and very bad back pains at all times. All this after the procedure.